Event description:
The pump was returned for investigation. Evaluation revealed the display was dim, fading, reddish. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the bolus button cover is detached/missing. The display is dim/fading/reddish. The cartridge and battery cap were not returned with product, a test battery cap was used to verify steps. (B)(6).